Event description:
Arjo became aware of an event involving an arjo minuet 2 bed frame and non-arjo accessory sidhill elland grab rail. It was reported that the patient had fallen from the bed frame during the night on the handset controller which activated a lowering movement of the bed frame. The event resulted in the patient's neck entrapment under the bed. The patient was found in the morning by her caregivers. The handset controller could not be found therefore the bed frame was physically lifted off the patient and the emergency services were called. The swollen patient was transferred to the hospital. The family member informed that the patient never recovered, became bed bound and died of covid contracted in the hospital.